Event description:
It was reported that a patient has been revised the right hip on an unknown date due to elevated metal ion levels and metal related pathology with muscle damage involvement. Attempts have been made and all available information has been provided.

Manufacturer narrative:
(B)(4). D10: msul head 36 12/14, #item: 00877003601, #lot: 2551899. Porous uncemented with cluster holes shell use with ii liners, #item: 00875705201, #lot: 61979329. Femoral stem 12/14 neck taper, #item: 00771100900, #lot: 61118276. Bone screw self-tapping, #item: 00625006540, #lot: 61687318. Therapy date: unknown. Attempts have been made to gather all product identification information and no further information has been provided. An investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Manufacturer narrative:
Follow up report (B)(4). Updated: b3,b4,b5,d2,d6,d10,g1,g3,g6,h1,h2 if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information.

Manufacturer narrative:
Follow up report: (B)(4). Updated: b4,b5,d2,d9,g1,g3,g6,h1,h2,h3,h6. Corrected: d4. No product was returned or pictures provided; a product evaluation could not be performed. A review of the device manufacturing records confirmed no abnormalities or deviations that could be related to the reported event. Review of complaint history found no additional related issues for these items and the reported part and lot combinations. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: this particular patient has a lot of abductor damage from the reaction and has large risks of future dislocations and possible repeat surgery and will need close follow up, will likely require the removal of the other hip bearing surface as well if her ion levels do not normalize now that her right hip has been revised. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information.